Manufacturer narrative:
Continuation of d10: product ID tm90t0, serial # (B)(6); product type accessory; product ID a820 serial# unknown, product type software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding external devices. It was reported that their pain pump was implanted three weeks ago but today, their handset screen was frozen on 'deliver bolus,' and they have been unable to turn it off, exit out of it, or do anything, so they were unable to bolus. The patient mentioned that the communicator was fully charged. The agent assisted the patient in power on restarting the handset and handset was able to power off and back on to clear the screen. The patient stated that there may be some leftover bandage on the pump from the stitches but stated that the have been cleared by the healthcare provider (hcp) to use equipment and have been using it for '1.5-2 weeks and it's been working fine.' The patient then tapped on deliver bolus and briefly saw 'no pump response', which they have before, but then they saw '0x507578a5.' The agent had the patient tap 'restart,' but patient then saw '0x4ea5676d.' The agent had patient tap 'restart' again, but patient saw same code as before, '0x4ea5676d.' The agent assisted the patient in closing and reopening ¿myptm¿ application. The patient saw 'no pump response, 0%,' but the patient then able to connect well and request/receive bolus after. The agent reviewed the communicator general use. The patient mentioned holding the communicator 'tight' against the skin prior to instruction. Then, when finishing connecting, 'normally it was the case that it stops at 90%,' but since patient did not refer to this as an issue, and the patient connected well without an issue. The agent did not attempt to clear data or review further. Troubleshooting resolved the reported issue. The patient will monitor and call back for assistance as needed.